Event description:
Customer reported that the screen of their pump was broken, making the touchscreen unreadable and non-responsive. There was no reported impact on the customer¿s blood glucose level. The distributor awaited the return of the pump to conduct further examination, and a replacement pump with a new serial number was arranged.